Event description:
A representative reported that on (B)(6) 2013 there was pain, redness, and swelling at the pump pocket site. By (B)(6) 2013, a blister/wound was exposing the pump along with purulent drainage from the site. The pump was removed due to suspected infection. The patient had symptoms of baclofen withdrawal. They were admitted to the ICU after explant and they remained in the ICU at the time of the report. The patient was on valium 10 mg three times per day, oral baclofen 30 mcg 3 times per day, and intravenous antibiotics. The patient was clinically stable. A culture from the abdominal pocket was positive for staph. The medication used within the system was lioresal.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j10823r30, implanted: (B)(6) 2001. Product type: catheter.